Event description:
The clinician reported that on the day the dental implant was placed, in ada 27 of the patient's mouth, a failure occurred upon insertion. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.